Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 7 of 7. Reference MFR. Report#'s: 1627487-2016-03753, 1627487-2016-03755, 1627487-2016-03756, 1627487-2016-03757 and 1627487-2016-03775. It was reported the patient had an infection. Subsequently, the patient underwent surgical intervention where her entire scs system was explanted. It was noted the patient has an underlying medical illness and will be treated by infectious disease.